Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the caster brake was broken. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that the caster brake was broken. The bme ordered the replacement caster for repair. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 20dec2024, the biomedical engineer (bme) stated that there was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm). No patient or user harm was reported. According to the bme, there is a white plastic tab beneath the caster brake pedal that acts as a spring. This plastic piece is held in place with a prong whose teeth have broken off preventing the caster brake from staying in the unlocked upright position. This is a normal wear item as the part is made of plastic that will snap when flexed over time. The bme replaced the caster to resolve the issue and placed the device back in service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.